Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. No results of the cultures were obtained and the incisions were healed.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 977c165, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator for spinal pain. It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and at the thoracic incision. The patient reported having fevers. It was noted that at the ipg incision edges were not approximated. Discolored drainage was noted. The patient had numerous chronic medical conditions: diabetes, congestive heart failure, and obesity. The physician verbalized that the patient picked a scab off the ipg incision site. The patient was sent to a wound center for the ipg incision. An MRI was performed and it showed possible fluid around the lead. A full system explant was done. Sub-fascial discolored fluid was noted at the thoracic incision. It was noted that cultures were obtained. The ipg was removed and some tissue removed from the wound edges. Both incisions were cleaned with pulse irrigation. The issue had not resolved at the time of the report on 2016-aug-21, but the patient was alive with no injury. No devices would be returned as the customer discarded them. The issue occurred post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.